Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
The intellanav stablepoint open-irrigated catheter was selected for use during the catheter ablation to treat atrial fibrillation. It was reported that the catheter's irrigation flow was insufficient at one point. When the catheter was removed and reinserted about one hour after the start of the procedure, the catheter was flushed, and the physician noticed that the flushing was not as powerful as it normally would be. The flow rate was 60 mililiter to meter when flushing. The catheter was replaced with a new one from the same model and the procedure was completed successfully. No patient complications occurred. The device is not available for return.